Event description:
The company received a report where the customer claimed the following "tracheostomy inner tube loose and connector is also loose and difficult to connect to ventilator." The caller confirmed that extubation and recannulation of a replacement tube was required.